Event description:
In 2006, the pt was implanted with gore excluder aaa endoprosthesis to treat an infrarenal aortic aneurysm. In 2009, computed tomography showed a distal type I endoleak on the right side where the gore excluder aaa endoprosthesis trunk-ipsilateral leg component had been landed. In 2010, the pt underwent a reintervention where a contralateral leg component was used to extend the ipsilateral leg and exclude the endoleak. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.